Event description:
Allergan lap-band slipped, creating a blockage in the esophagus. The patient could not swallow anything, there was no fluid in the band at that time so no adjustment could be made to manipulate the band. The patient was admitted to the hospital and had to undergo emergency surgery to remove it at full cost. The removal procedure was not covered by insurance. The surgeon said removal could not wait as the band could perforate the stomach, which is life-threatening.